Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Stored egm noted device exhibited post-paced t-wave oversensing. Programming changes were made during the device check.